Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).

Event description:
Customer contact reported that on (B)(6) 2026 there was a "defective syringe." As a result of the incident, the customer reported "they pulled a single sterile item off the shelf." Per customer contact, the individual/user is doing "fine".

Manufacturer narrative:
Customer contact reported that on 2/10/2026 there was a "defective syringe." As a result of the incident, the customer reported "they pulled a single sterile item off the shelf." Per customer contact, the individual/user is doing "fine". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.